Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds had increased over the past five months. The output was reprogrammed and the lead remains in use. The patient will continue to be monitored. No patient complications have been reported as a result of this event.